Manufacturer narrative:
B5: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient representative stating they were sent a new battery pack already, but the controller is still saying to replace the batteries soon. Caller stated they mostly have problems when recharging the controller from the ac power supply because it charges very slowly and shows the error message. Caller stated when they recharge the implant it's very slow as well. Agent had patient remove the battery pack from the controller and plug in the ac power supply. Caller confirmed the controller powered on. Caller inserted the battery pack and said the controller was 100% and recharging, and the implant was 90%. Caller stated that 90% is the highest they can get the implant no matter what. Caller stated if the controller battery were down to 50%, they would see the message to replace the batteries soon. Agent had caller connect the recharger. Caller confirmed the implant was recharging with excellent quality. Caller confirmed recharging speed was set to 4. Caller stated the issue has been getting worse and worse, and they're not sure if they were sent a bad battery pack or what. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient representative called back stating that they received the new battery pack, but it didn't seem like the old settings were the same. Caller said that the group a settings were no longer there except for 1 and that group b didn't seem to be working correctly and they couldn't change the settings or anything. Caller said that the patient (pt) was taking a lot more medication due to not having the implantable neurostimulator (ins) working. When asked for the event date, caller said that the pt hadn't been able to use the device since before the battery pack died. Caller said that they noticed the issue once they started using the new battery pack. Agent redirected caller to pt's healthcare provider (hcp) to further address the issue. Caller noted that the pt changed physicians about three years ago.